Manufacturer narrative:
(B)(4).

Event description:
It was reported "touch screen not working, unable to change settings". Additional information states the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn #: (B)(4). The reported complaint of "touch screen not working" is not able to be confirmed. The product was not returned for investigation. According to the field service report, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "touch screen not working, unable to change settings". Additional information states the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".